Manufacturer narrative:
H.6. Investigation summary: one open 30g x 5mm safety pen needle sample and two photos were returned from lot. No. 2040002, cat. No. 329705. Visual examination was carried out on the returned sample and photos and it was observed that the safety pen needle was not activated and the patient end of cannula was exposed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to an inconsistent application of gel during the assembly process. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported while using bd autoshield¿ duo pen needle the safety shield didn't work. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: after injection during product demonstration, the safety mechanism was not activated, with the needle exposed. Dangerous, the needle was covered by using the outer cover.

Event description:
It was reported while using bd autoshield¿ duo pen needle the safety shield didn't work. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: after injection during product demonstration, the safety mechanism was not activated, with the needle exposed. Dangerous, the needle was covered by using the outer cover.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.